Manufacturer narrative:
Corrected information has been provided in d4 (serial) pump stop: the cause of the pump stop issue could not be determined without the returned product for investigation and sufficient clinical details, including data logs. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported that the patient was implanted with and impella via percutaneous left femoral artery for mechanical circulatory support. The pump stopped after 14 days of runtime. The team was aware that runtime was exceeded and expected the pump stop. The pump was able to be restarted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.